Manufacturer narrative:
The initial reporter's facility name: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use immediately after placement the foley catheter experienced malfunction where the nurse checked the balloon and found it to be fine, so the doctor inserted it into the patient, after confirming urine flow, the doctor inflated the balloon and found distilled water leaking from the base of the catheter. Upon further investigation, a crack was found leak occur on the base of the catheter, lot number of the product is unknown.